Event description:
Provider states the tube will not fit all the way into the camber and not locking, out of box failure. Provider states no changes have been made to the chair. Provider states the back stop insert was broke on one side.